Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).the device was returned for evaluation; however it was not working, therefore the allegation of the handpiece being noisy and getting hot, could not be confirmed.

Manufacturer narrative:
It was originally reported the device was not working when returned, this is incorrect. The device was functioning per specifications, there was no fault found with the device.

Event description:
It was reported the handpiece was noisy and getting hot.